Event description:
It was reported that prior to use on a patient, during set-up, the cardiosave intra-aortic balloon pump (iabp) had a broken plug in the front. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and determined that the front fiber optic sensor interface was damaged. To fix the issue, the fse replaced the fiber optic sensor extension, performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken plug in the front. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.